Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of poor-quality image.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2026 for the treatment of biliary stones. During the procedure the image began to display a honeycomb pattern. The procedure was completed with a new exalt model d scope. There was no patient complications reported as a result of this event.